Event description:
Pt was readmitted to facility on 2/2/94 with diagnosis of bilateral pneumonia, dementia and g/t placement due to anorexia. Upon readmission he received full-strength jevity at 75 cc/hr continuous per peg g/t. On 2/10/94 pt's nutritional support was changed to full-strength pulmacare at 55 cc/hr per pump. He was also offered a pureed diet with thickened liquids to honey consistency. On 2/11/94 it was documented he began running a temperature of 101.7 ax. Respiratory status began to deteriorate at 1:15 am, as the nurse needed to suction twice. At 5:40 am resident yelled for help. Nurse found pt gurgling with large emesis. Nurse reported check of pump revealed a piece of pump had broken off pump wheel and appeared that 720 cc of pulmacare had infused into pt in approx an hr of time. Nurse continued to report upon resident assessment, found resident to be alert talking. Lung sounds with bilateral rates. No abdominal distention. Dr notified. Condition continues to deteriorate by 12:30 pm resident was barely breathing, fingers cyanotic, unable to obtain bp and unresponsive to verbal stimuli. Transported to hosp. Pt did expire. Time unknown.